Manufacturer narrative:
We have not contacted the initial reporter due to contact info withheld from the maude event report. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device caused or contributed to the reported event. The pt reported nerve pain, nerve damage and entanglement in the area of their stomach down to the pelvis, groin and legs. A review of the mfg records was performed and there was no evidence of a mfg related caused for the reported event. Medical records have not been provided and no sample was returned for eval. With the currently available info, no conclusion can be drawn.

Event description:
Info reported by the pt via maude event report: on (B)(6) 2008, the pt underwent implant of perfix plug mesh. On (B)(6) 2011, the pt underwent explant of the perfix plug mesh.